Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, the cartridge was leaking from an undetermined area. The customer loaded a new cartridge to resolve the issues. The customer's blood glucose level was 262 mg/dl.